Event description:
Lead break was noted during generator replacement surgery for end of service. The lead insulation was reportedly cracked in two places allowing body fluids to build up within the lead. The lead wires were intact and there were no signs of infection. The original generator ws explanted and the original lead was clipped and explanted, leaving the electrodes on the nerve. A new vns therapy system will be implanted at a later date.